Event description:
Consumer alleges she was sitting in her chair trying to remove her coat from behind her. To her knowledge the chair was off. All of a sudden the chair turned on and made a flying leap that forced her out of it.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.